Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The 2.0x12mm apex monorail balloon catheter was advanced to the unspecified calcified target lesion. The balloon was inflated to 18-20 atms and burst due to over inflation. Another inflation was attempted and then a small pinhole was noticed as well as fluid flowing from the hole. The device was successfully removed and the procedure was completed without any patient complications reported. The patient's current condition is listed in "stable". This product is only ous approved but is similar to a marketed us device.